Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the two runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505097 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505097 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505097. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505097 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505097 did not identify any additional complaints. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505097 was not identified.

Manufacturer narrative:
Complaint investigation will be performed.

Event description:
During routine testing of laboratory personnel, one of the lab technician samples generated a positive result on the realtime sars-cov-2 assay. Sample was re-tested with a different platform and with the realtime assay and generated a negative result. Customer is not certain whether the same aliquot was tested in both runs. The customer was concerned that they had to repeat specimens on a different platform. There was also concern that the integrity of some of the specimens deteriorated and gave inconclusive results and that there was days of delay for some specimens. The mas followed up with the customer to clarify whether there was more than one specimen repeated on a different platform along with the patient sample (the lab technician) in question. There were other samples repeated along with the sample in question; there were no other discrepant results detected. The customer clarified that the lab technician's health management was not affected by test results. Customer expressed concern about delays in results reporting as a separate issue, affecting the lab and patient management. There was a delay in result reporting due to an extra time for repeat testing. There is no known affect on patient management due to delay in result reporting.